Event description:
Follow-up with the physician revealed that the patient has a very complicated seizure history and has been seen by two epileptologists in their group since 2011. Prior to that she was cared at a different facility. The patient's current physician is unable to respond to the questions regarding the patient's worsening seizures since 2006, since he was not her following physician at that time. No additional relevant information was provided.

Event description:
Clinic notes dated (B)(6) 2014 indicate that the patient's seizures became less frequent between 2000 and 2005 and became more frequent after 2006 with multiple exacerbations. It is unknown if the increase was above the pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. This information was inadvertently included in MFR. Report # 1644487-2014-02051. It was identified that this information should be separated and is now housed in this MFR. Report.